Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test and verify the failed battery test alarm due to a motor error alarm during rewind. The device had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.